Manufacturer narrative:
Investigation summary: one open and three sealed 32g x 4mm pen needle samples and five photos were returned from lot. No. 1132252, cat. No. 320136. Visual examination was carried out on all four samples and a bent non patient end of cannula was observed on the open sample. A clog test was carried out on the three sealed samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd nano¿ 4mm pen needle clogged. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the drug solution did not come out upon priming.

Event description:
It was reported that the bd nano¿ 4mm pen needle clogged. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the drug solution did not come out upon priming.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.